Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the insulin gauge was inaccurate. Additionally, multiple occlusions alarms occurred. Customer's blood glucose was 200-270 mg/dl. Customer loaded new supplies, resumed insulin delivery, and received an accurate fill estimate.